Event description:
Per the end user the brake on the left motor was frozen and the chair was going around in circles. Consumer states that the motor started acting up about 3 or 4 years ago. She got a new chair quantum), but doesn't like it and is now wanting a new left motor on the old chair.